Event description:
Medtronic received information that 5 years 5 months post implant of this 29mm mitral bioprosthetic valve, it was explanted and replaced with a non medtronic product due to regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed signs of cauterization on the valve. This appeared to have occurred during explant. The left cusp was in the closed position. The non-coronary cusp was open, touching the outflow rail. The right cusp was partially open. Multiple stress tears were observed on the tunica of the right cusp along the inflow margin of attachment adjacent to the base stitching. There was a cut on the tunica of the non-coronary cusp along the inflow margin of attachment, which appeared to have occurred during explant. Intracuspal hematoma was observed along the base stitching of the left right inferior coaptive area (lr ica). The left cusp was intact. All commissures were intact. Traces of pannus were noted on the inflow portion of the valve. An unknown amount of pannus may have been removed during explant. Radiography revealed calcification on the commissural areas. The DHR review was performed on the device; there were no correlations / issues identified regarding manufacturing. There were no non-conformances (ncmrs) identified and no rework noted. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Conclusion: based on the analysis of the returned valve, the reported regurgitation likely occurred due to a combination of leaflet tears along the inflow margin of attachment and pannus. All manufacturing stitches appear to be intact. The noted hematoma and calcification does not appear to have influenced the performance of the valve. Pannus overgrowth is an inherent risk of surgical valve replacement. The cause of the pannus and leaflet tears could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to regurgitation. No additional adverse patient ef fects were reported. A: updated the patient identifier, age, sex and weight b7: updated the relevant history 6a: updated the implant date 6b: updated the explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that in an unknown duration post implant of this mitral bioprosthetic valve, a non medtronic transcatheter valve was implanted valve-in-valve. It was reported that the reason for intervention was due to "back-flow". No additional adverse patient effects were reported.